Event description:
Reported by the complainant as follows... Prescribed ibuprofen and an antibiotic for urinary tract infection on 10th april. Some confusion lead to patient taking ibuprofen several times a day (thought this was the antibiotic) and did not take the antibiotic at all. 10 days late, patient presented at a & e with urinary infection. Patient was admitted to itu five days later - post gi bleed from a duodenal ulcer hb 5. Multiple infusions followed and patient required intubation because of respiratory failure. A second bleed was reported fifteen days later and the following day - both duodenal in nature. Flexiseal fms was commenced because of grade ii pressure/moisture lesion - the patient was passing loose melaena stool - the product was used uneventfully for 9 days. Nine days later, a small per rectum bleed was reported. The product remained in situ. At 17.00 500 ml frank blood was discovered in the bed and draining per rectum. The patient was scoped to check the base of the duodenum - a little repair work was done but no major bleed was noted. The patient was subsequently examined using a fiber optic scope per rectum to the level of 90cm (sigmoidoscopy). The mucosa was observed to be coated with blood and on removal a significant amount of blood was lost from a rectal tear. This tear had not been observed on the way in with the scope; however, the gi registrar dr who performed the procedure recorded the tear was in his opinion related to use of the flexiseal fms. The tear was repaired - no record of the size or the number of sutures required to close the tear. The patient received 17 units of blood, 6 ffp, 5 cryoppt and 1plats and there has been no other significant subsequent bleed. The patient is currently unconscious and has suspected cerebral tb. There has been no conclusive diagnosis for the patient or explanation for the bleeds prior to use of flexiseal fms (although the historic medical notes state that the patient has been treated for arthritic knees in the distant past, so may be medication related). The patient's condition is not improving.